Event description:
It was reported that noise and oversensing were noted on this right ventricular (rv) lead. No pacing inhibition noted. Variations in lead impedances were noted over the last 12 months, however all remained within range. Technical services (ts) provided lead troubleshooting and reprogramming options on the device. This lead remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).